Event description:
There was an allegation of a questionable elecsys estradiol iii result from the cobas e 411 analyzer (disk system). The initial result was < 0.5 pg/ml, and the repeat result was 1000 pg/ml.

Manufacturer narrative:
The elecsys estradiol iii reagent lot number and expiration date were not provided. Reagent h data alarms occurred for 3 consecutive days, the voltage was checked and found to be within specification. A field service engineer (fse) determined that the sample probe adjustment was not previously completed during a routine inspection of the instrument. The fse re-adjusted the probe and confirmed that there were no problems with the flow paths. A total check, operational checks, function checks, and control data checks were performed. The investigation determined that the service action resolved the issue.